Event description:
The company representative additionally reported that apparently no trauma occurred, x-ray images were provided. The impedances have always been good.

Event description:
Information received from a patient, via a manufacturer representative, reported the implantable neurostimulator (ins) overheats while charging and natural use. It was reported the patient stops the device when it gets too hot and its painful. The pain is gone a half hour later while it "gets cold". Three weeks prior, the patient had a "scanner". The patient claimed to have a tomodensitometry exam but, per the manufacturer representative, the images the patient sent appeared to be radiography. It was reported the impedances and charging was ok (the patient had eight black blocks). The patient was programmed using contacts 4 (+), 5 (+), 6 (+), and 7 (-) at 210 microseconds and 100 hertz. No actions were taken and the issue was not resolved at the time of the report. They were searching for a solution.

Manufacturer narrative:
Correction: it was determined that report number 3004209178-2017-05383 was a duplicate of this report (3004209178-2016-25425). Additional information received will be reported under report 3004209178-2016-25425.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The company representative later reported that they did not know if the ins overheating resolved. The cause of the ins overheating was not determined.

Event description:
The company representative clarified a week later that the patient had a medical scanner. Since, the ins was getting warm during charging and normal function. The warming stops 30 minutes after turning the device off. The patient was managing to complete charging with all eight black blocks. Additional device settings were 210mcs and 5v. The patient was receiving good therapy when the ins was on. There was no inflammation or another cause for the warm feeling.

Manufacturer narrative:
Corrected information:sex . If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information reported the implantable neurostimulator (ins) was explanted on (B)(6)2017. The device overheated and burned the skin of the patient. It was unknown what factors may have led or contributed to the issue. The burning sensation at the position of the implanted device occurred from (B)(6)2016 until explant on (B)(6)2017. At first, the feelings only occurred during the battery charging. Over the weeks, the burning sensation was more and more intense. It became persistent even outside of charging time. The patient was hospitalized on (B)(6)2017. It was decided to turn the device off and see the consequences on the skin. The symptoms disappeared during the next week (B)(6)2017 with the interruption of the device. The decision to replace the device occurred on (B)(6)2017-. On (B)(6)2017, the patient went to the hospital because of skin rashes at the position of the ins. The rashes turned into a second-degree burn with blisters. The patient was hospitalized on (B)(6)2017 until (B)(6)2017. The dermatologist identified an erythema abigne due to device heating. After the ins was replaced on (B)(6)2017, there was no patient consequence. The new device worked normally. There was no more burning sensations and erythema abigne totally disappeared.

Manufacturer narrative:
Analysis results are not available at the time of report. A follow up report will be submitted when analysis results are available. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) found no anomaly. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the manufacturer representative clarified the "device" referred to the ins. The amount of time each recharge session was done was not specified. The second degree burn was diagnosed in (B)(6) and the date in which the patient was evaluated by a dermatologist was not specified. The patient was hospitalized from (B)(6)2017 for replacement of the ins.